Event description:
Caller alleged discrepant inratio results. Results as follows: date - (B)(6) 2014; inratio: 1.9(12:42pm); lab: 3.2 (drawn at 2pm). Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.